Manufacturer narrative:
Correction: reportable aware date: should have been 19may2024 not 20may2024.

Manufacturer narrative:
Date of event is estimated. Patient weight is unknown the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation. As a result, the scs system was explanted. No representative was present during the explant.